Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced hypoglycemia while newly using the ilet and temporarily disconnected from the system during the event; the lowest glucose observed on cgm was 53 mg/dl, the episode lasted approximately 40 minutes, and the patient self-treated with about 47 grams of oral carbohydrates leading to recovery to 101 mg/dl. Symptoms included dizziness and nausea. Outcomes included the need for oral glucose as an unexpected medication intervention. Troubleshooting and education were provided on appropriate hypoglycemia treatment and monitoring for upward glucose trends. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.